Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage was performed during production. Maquet cardiopulmonary ag has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when additional info becomes available.

Event description:
It was reported that at the start of cardio pulmonary bypass, there was blood leakage from the small hole on the side of the opening for the holder which is on the bottom of the device. The device was reported to be correctly primed and de-aired using 1500ml ringers acetate. Total cbp (cardio pulmonary bypass) time - 125 minutes. (B)(4).